Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 30% to 0% and shut down within 2 minutes. The customer's blood glucose (bg) level was impacted (247 mg/dl). A correction bolus via the pump was delivered to address bg level. It was indicated that the customer had manual injections as alternate insulin therapy until the replacement pump was received.